Manufacturer narrative:
The account disconnected the trend limit from the control module and the problem went away. The account found the bolt from the trend handle came out causing the trend limit switch to be on. The account replaced the bolt to repair the bed.

Event description:
The account stated when someone sits on the foot section, the hi/low will go up.